Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. When the delivery system was removed from the pt the capsule fell off. The trocar needle did not advance. No injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.